Event description:
It was reported that the patient's right ventricular (rv) lead had a confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the distal segment was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.